Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that impedances have been measured again. It turned out that the impedance of electrode 3 was >4000 ohms. This resulted in not being able to set the amplitude above 0.3 ma. By selecting another program (2), that does not contain electrode 3, and re-programming some monopolar settings, an adequate sensory response could be generated. Impedance of electrode 3 is still high, but re-programming could be performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported manufacturer representative (rep) supported healthcare professional (hcp) with the patient follow up. It turned out that only the impedances of electrode 0 were high. All other combinations were in normal range (600-1200). This is due to the different visualization of the impedance measurement overview therapy app (x) shows that all electrodes are suspicious, if only one combination with each electrode is with high impedance. Interstim ii app shows that alone electrode is suspicious only if all combinations with this electrode are with high impedances. It could set a different program which does not use electrode 0 and the amplitude could be set to higher values than with previous program 1 whichincludes electrode 0.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during implant, healthcare professional (hcp) noticed high impedances on two of the four electrodes. Hcp tried to clean the lead, but the measurement remained the same. After the patient woke up, he re-checked the impedances and found high values on every electrode (however, he did only check the overview results and not the details for every electrode). The patient can now increase amplitude on every contact to 0.3 ma max, but does not have positive therapy outcome. No known cause. Manufacturer representative (rep) plans to support hcp  during the patient's scheduled follow up on january 24th. Afterwards, rep will be able to provide further information (are the impedances high on every electrode, or only one electrode). Revision surgery will be the last resort.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# unknown serial# implanted: (B)(6) 2025, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zpct implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model: 978b128, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.